Event description:
The pt with severe, medically refractory parkinson's disease, experienced a cardiopulmonary arrest while undergoing a stereotactic MRI scan of the brain prior to planned implantation of a right pallidal deep brain stimulator. The pt, who has a history of non-insulin dependent diabetes mellitus but no specific cardiac or pulmonary problems and no systemic illness, had previously undergone left globus pallidus deep brain stimulator placement in 2001 without difficulty; pt realized relief of right-sided parkinsonian symptoms and was returning for elective placement of the contralateral stimulator. While undergoing the pre-operative, stereotactic brain MRI scan the pt experienced a witnessed cardiopulmonary arrest in the presence of an attending physician, a chief resident, and a registered nurse; the etiology of this event is currently unclear. Details of the event are provided on the progress notes from the pt's medical record, which will be forwarded by mail to the FDA with a copy of this medwatch form. At the time of this report, the pt is unresponsive but with spontaneous ventilation in the intensive care unit. A follow-up report will be provided when further info is available.